Event description:
On (B)(6) 2026, the patient did not follow IFU for cartridge use by failing to remove air bubbles from the cartridge before filling with insulin, resulting in improper cartridge preparation that led to occlusions with blood glucose levels of 600 mg/dl, treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.